Event description:
It was reported that there was unexpected device longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. Evaluation summary: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.